Event description:
The customer reported via phone call that the insulin pump alarmed no delivery. The customer's blood glucose was 423 mg/dl. The customer explained that she experienced repeated no delivery alarms. The customer did not fully perform troubleshooting because she was driving and had done troubleshooting in the past already. The customer stated that insulin was able to exit but was unable to remove the infusion set at the time of the call. The customer was advised to change the entire infusion set. The customer was advised that her infusion sets would be replaced. The customer did not return the product for analysis.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.